Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in-clinic with an atrial lead that had impedance fluctuations away from previous measured average. The lead was capped and replaced. Patient's condition was stable during the procedure, and the patient left post procedure in good condition.